Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via a merlin.net alert transmission. It was noted that non sustained right ventricular oversensing determined to be t wave oversensing and auto mode switch resulting from atrial noise was observed. Programming changes were recommended. The device was being monitored. The patient was stable.